Event description:
Caller reported damage to the pump housing, usb, and usb port, which affected the ability to charge the pump, leading to a shutdown. The customer's blood glucose level exceeded 500 mg/dl, indicated as "high." The customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from third parties. The customer reverted to manual injections for insulin therapy.